Event description:
The following information was provided: during posterior femoral resection in mako pka, the posterior resection amount was set to approximately 8 mm during intraoperative adjustment; however, the actual resection amount was approximately 5 mm (2 mm from the saw blade thickness and approximately 3 mm from the bone fragment), resulting in a significant discrepancy. Additionally, the actual flexion gap showed a discrepancy of more than 1 mm between after adjustment, trialing, and implantation. As the posterior femoral resection amount was less than that set during intraoperative adjustment, the flexion gap became tight. However, postoperative maximum knee flexion exceeded 140 degrees, and the surgeon determined that the intended therapeutic outcome had been achieved; therefore, the procedure was concluded.